Manufacturer narrative:
The returned device was received with the cannula assembly deployed. The fluid path was inspected and no issues observed that would result in high blood glucose levels or the cannula improperly inserting into the infusion site. The reported events could not be conclusively determined.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.omnipod insulin management system ¿ user guide.model: ent450.17845-5c-aw rev a 10/17.changing your pod 3 / page 34.warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Checking your blood glucose 4 / page 36.warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached greater than 13.9 mmol/l (250 mg/dl) and that the cannula was not properly inserted into the skin. The pod was worn between 1 and 4 hours on the back. There was pain and insulin leaking noted at the insertion site.